Event description:
On 11/02, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, it was reported by the physician that the pt at home had called in stating that there was a change in noise coming from the pump, without showing alarms. At that time the pt's waveforms and vent filter were obtained. A week after that the controller showed, a red heart alarm, with a power limit advisory. The pump was not running smoothly, and had stopped for a short period of time. The pt was requested on come into the hosp . During transport to the hosp, there were three short red heart alarms heard. Later that evening read heart alarms were more frequent, and the pt was connected to pneumatic support of the device using a drive console and stroke volume limiter. The results of the waveforms showed a slight increased in power current draw. The pt remains on the device being supported pneumatically at this time.